Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt's ipg was having trouble charging due to flipping at an angle. The physician planned to perform a procedure to reposition the ipg, but elected to replace the ipg with a non-rechargeable ipg to align with the pt's needs. No further complications were reported.